Manufacturer narrative:
This device is used for treatment, not diagnosis. The manufacturing documents for this lot were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. There is no further information available on this event and no further investigation can be performed.

Event description:
It was reported that patient developed an allergic reaction to implant. No further information was provided.

Manufacturer narrative:
Corrected data: date of event reported in error. The actual date of event is unknown. The part/lot combination can not be verified therefore a review of the device history record is not available. (B)(4).